Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel breast implant 350cc (left), 300cc (right), and experienced bilateral breast pain, a deflation on the left side, and symptoms including pain, heart palpitations, pain in arm, breathing issues, lumps, and painful inflammation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On june 24, 2020 mentor became aware the patient would undergo explantation on (B)(6) 2020. Reason for device explant and/or reoperation: breast pain, deflation, generalized illness symptoms. In addition, mentor became aware of the following: the patient was caucasian. Manufacturer¿s reference number: (B)(4).